Event description:
It was reported that this implantable pacemaker recorded a code 1003, indicative of battery voltage being too low for the projected remaining capacity. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.